Event description:
It was reported that the pt's catheter came out of the intrathecal space. The catheter was replaced. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.